Event description:
It was reported that the patient had a lack of therapeutic effect and lost efficacy. The physician tested, the impedances and found them greater than 2000 ohms on all combinations. The lead was explanted and replaced. During surgery, the lead's outer insulation looked intact, while a small portion of the internal conductors appeared black near the proximal end (extension side). There was no injury or death; the patient was noted as doing well. No further information was requested at this time.

Manufacturer narrative:
(B)(4).